Manufacturer narrative:
The hill-rom technician spoke with the facility's manager in maintenance on (B)(6) 2010 and the manager indicated at this time he was now unsure of the alleged incident. The facility's manager stated that he spoke to the safety coordinator/risk manager who said, the pt death was not a result of the bed locking out. One nurse said, the bed was locked out in the low position but the facility's manager thought the bed was locked out in the high position. In addition, the time of the alleged incident was to have occurred the weekend before the initial call, but one nurse thought it was two weeks before the call. These were all comments made by the facility's manager in maintenance. On (B)(6) 2011, the facility's manager, on a conference call with the facility's ICU manager, and another individual from maintenance spoke with the hill-rom technician, and stated "to be clear this should not have been reported as a death or injury complaint because, the death did not occur as a result of the bed malfunction". The technician was unable to inspect the bed because, the account could not identify which bed the event occurred on. During the two week time frame, the alleged event could have occurred, the accounts maintenance had two beds in the shop for repair but they were uncertain as to if the beds were involved in the event and did not have the serial numbers.

Event description:
The facility's manager alleged that he has a bed where the lockouts were activated and would not unlock. A pt went into cardiac arrest and they were allegedly unable to properly perform CPR because, the bed could not be lowered.